Event description:
Patient's heart rate increased causing the cardiac monitor to alarm. As soon as the central scope shows graph patient, the monitor screen went black, rebooting itself initializing the central scope. The screen at the bedside in the patient's room did not change or malfunction. This scenario occurred repeatedly every time patient's condition warranted graphing a telemetry strip or if graph button manually pushed. Central scope shows patient waveforms appropriately when not requiring or mandating the graph waveform function. No patient injury due to this malfunction.

Event description:
The device listed in the medical device report has reached end of life. User facilities were notified of the end of life status by letter in august of 2002. The life expectancy and anticipated failure rate for the specific device subject to this report cannot be determined as the device was not returned or allowed to be investigated by manufacturer. Based on information from manufacturer's service database on customer requested repairs, the life expectancy is approx five (5) to then (10) years based on service support and routine maintenance.